Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from the 234 to the low 400s mg/dl with a moderate level of ketones. The customer changed the site and delivered correction boluses and also administered insulin injections to address the bg level. Tandem technical support performed a system check and the cause of the occlusions was inconclusive. The customer was to continue to use the pump until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed. The reported occlusion was confirmed in the logs; no device issue was found during device investigation. In addition, a different issue was also found.